Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No frozen display was noted. The insulin pump passed the self test and displacement test. The insulin pump had minor scratches on the display window, cracked case at a display window corners and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that their insulin pump displayed a button error. The patient's blood glucose level is 146mg/dl. Troubleshooting was conducted. The device was being returned. No further information available.